Manufacturer narrative:
Physio-control opened the device and after reseating internal cables and connections the reported issue could no longer be duplicated.  As a precaution, the interface pcb assembly was replaced.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.